Event description:
A nurse reported the equipment turned off twice on its own during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessory, with delay of less than 15 minutes. There was no harm to the pt. No procedures were canceled due to this event.

Manufacturer narrative:
Company rep examined the system. Reported event could not be replicated. Preventative maintenance was performed. System was tested and found to meet specification. No parts were replaced, therefore no sample is returning. No additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate additional similar report for this system. The root cause cannot be determined. (B)(4).